Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. The analyst noted the lead appeared completely fractured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: c2tr01 device, implanted: (B)(6) 2014good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had fractured, and the lead exhibited no capture, and high, undefined impedances. The lv lead remains in use, but it was planned to explant and replace the lead in a couple months. No patient complications have been reported as a result of this event.